Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced inflammation / swelling. The patient was taken the treatment of steroids and still being followed. The vision was improving. One of the patient had co-morbidities. Additional information has been requested. There are four reports associated with this file. This report is 2 of 4 files.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).